Event description:
Customer reported getting inaccurate erratic reading from his freestyle meter. Freestyle comparison readings of 300 and 170 mg/dl were reported by the customer in back to back tests. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. Testing was conducted on the fingertips.